Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges footrest came down and hit him in the leg which caused a bruise. The bruise then became infected. Bought unit used from neighbor.

Manufacturer narrative:
A pride field service technician evaluated the device. Fst tightened footplate and checked batteries. Joystick knob missing. Sent joystick knob to consumer. Device is working properly. Fst evaluated in field.

Event description:
Alleges footrest came down and hit him in the leg which caused a bruise. The bruise then became infected. Bought unit used from neighbor.